Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed for (B)(4). The probable cause could not be determined post investigation. In addition, transmitter failed error was found in connection to the reported allegation for transmitter (B)(4). The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.